Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013231187); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013365666); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure involving a 29-millimeter evolut fx+ transcatheter aortic valve, pre-procedural ass essment identified severe aortic valve leaflet calcification and fibrosis with calcium extending into the annulus and left ventricular outflow tract, along with low coronary height and risk of sinus sequestration, and left coronary artery protection was planned due to risk of coronary obstruction. Pre-implant dilation was performed using a 20-millimeter non-medtronic balloon without complications. Fluoroscopic assessment demonstrated valve misloading at the level of the fourth node, and the first deployment attempt was aborted because the valve appeared high and constrained. During the second deployment attempt, the valve continued to exhibit a markedly constrained configuration with suspected infolding, and due to patient hypotension, the valve was subsequently deployed. After deployment, valve infolding was confirmed, and sequential post-dilatations were performed using 20-millimeter and 22-millimeter non-medtronic balloons followed by a 23-millimeter balloon; however, the valve maintained a persistent indented appearance at the inflow portion and moderate paravalvular leak persisted despite these post-dilatations. At the end of the procedure, the left coronary artery was re-cannulated, and a coronary stent was deployed prophylactically to prevent coronary obstruction. The valve remained implanted. No patient complications were reported as a result of this event.